Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 161214 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 161214 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 161214 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) ab result was reported on a blood sample tested with the alere determine hiv 1/2 ag/ab combo. The patient was confirmed (B)(6) by (B)(6), a 4th generation eia, and rna pcr. There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).